Event description:
Caller reported a malfunction code, but the call was disconnected before the code could be verified. There was no reported adverse impact to the customer¿s blood glucose level. The customer declined follow-up troubleshooting with tandem technical support, therefore no additional information could be obtained.